Event description:
It was reported that approximately two years and nine months after implantation of the transcatheter bioprosthetic aortic valve, the patient had a reduction in their furosemide dose. The patient was then sent to the emergency department (ed) after abnormal results on routine blood panels and shortness of breath (sob). Chest x-ray showed small bilateral pleural effusions with underlying septal lines and heart failure with fluid overload were noted. Blood test was performed. Lansoprazole was stopped and furosemide was increased back to original does. Antibiotics were started due to raised white cell count (wcc). The patient was advised to reduce alcohol intake and to have at least two alcohol free days per week with advice on taking pancrelipase. The patient was discharged from the ed on the same day as they were admitted. The event was reported as resolved on the same day as onset. Per the physician, the event was possibly related to the valve.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.